Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were difficult to fit onto the pump. Reportedly, after using force, the user was able to successfully load a cartridge. There was no reported impact to the user's blood glucose level as the user did not remember.